Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely pain at the implant side. However, the pain was also present without using the processor. Therefore it is assumed, that an undetermined device unrelated medical reason led to the reported symptoms. Damages found during investigation are related to the removal surgery. This is a final report.

Event description:
In 2010 the patient alleged she had pain in a large area around the implant and headaches since implantation. In (B)(6) 2015 the patient reported again suffering from pain, even though she had not been using the audioprocessor since 2013. Additionally, it was reported that the patient had vertigo since childhood and that the vertigo had gotten worse.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported pain with and without the use of audioprocessor.